Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements. Technical services (ts) was consulted and noted that the shock impedance had been gradually increasing, which is indicative of potential calcification. As the device had recently reached the elective replacement indicator, the physician requested recommendations. Ts advised that, per guidance, lead replacement is not required until shock impedance averages approximately 150 ohms. Although some measurements were around 150 ohms, the overall average remained well below this threshold. Ts further indicated that any intervention at the time of device replacement would be a clinical decision. No adverse patient effects were reported. This rv lead remains in service.